Event description:
The patient stated that "77" was displayed on the screen of his infusion device. He stated that he was aware of the recall and his power pack had been in use for 3 weeks. The patient was advised to insert a new power pack and his infusion device functioned properly. The patient was advised to discard all recalled power packs and to use corrected power packs. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.